Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6(b), h6.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram. It was determined rupture did not occur with the left implant. There is no complaint against the device. The device has been explanted. This record is no longer reportable to FDA and will be un-reported.

Event description:
Healthcare professional reported left side rupture confirmed via mammogram. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.